Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on their right ventricular (rv) lead. The noise resulted in pacing inhibition. Therefore the physician elected to explant and replace the rv lead. The patient condition was unknown.

Event description:
New information received notes the patient presented in hospital with the rv lead issues and they were in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.